Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified, interventional procedure, the fox sv balloon ruptured during inflation at 8 bar. The balloon was removed and a small hole was seen in the balloon. The balloon was completely removed without difficulty and there was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.